Event description:
Customer reported that unit intermittently does not complete the boot-up sequence, also reported no fluoro and no image on monitors. However, the x-ray light was on. She stated that unit takes several reboots in order to boot-up error free, however, unit is fully functional after booting up. No pt injuries were recorded.

Manufacturer narrative:
Gehc service personnel replaced auxiliary interface board, and power supply, adjusted power supply to 5.2 [v]. Unit booted-up and fluoro error free. Checked unit operations, unit functions as intended. Esd procedures were exercised during repair and troubleshooting, esd kit inspected and functional.